Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the third inflation at rated burst pressure, the balloon ruptured. Subsequently, another 2.50mm x 15mm emerge balloon catheter was advanced, but the balloon also ruptured during the third inflation at rated burst pressure. Both devices were pulled and removed from the patient. The procedure was completed with a different device successfully with no patient complications reported and the patient was in good condition.